Event description:
It was reported that this electrode delivered inappropriate shocks due to noise oversensing. An untreated episode was also observed the month before. It was noted that post shock electrograms (egms) are clean, and the health care professional (hcp) was unable to reproduce the noise. Technical services was contacted for further review and recommendations. No adverse patient effects were reported. This electrode remains in service.

Event description:
It was reported that this electrode delivered inappropriate shocks due to noise oversensing. An untreated episode was also observed the month before. It was noted that post shock electrograms (egms) are clean, and the health care professional (hcp) was unable to reproduce the noise. Technical services was contacted and noted recent events show non-physiological noise, erratic signal changes and loss of baseline starting april 2024 as atrial fibrillation (af) episode, later on there were also untreated and treated episodes. Troubleshooting recommendations were provided, including x-ray imaging and in-clinic evaluation. No adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.